Event description:
It was reported that approximately three and a half hours into the perfusion, there was an abrupt change in portal vein (pv) and inferior vena cava (ivc) flow rates. The flow rates became inverse to expected rates with a subsequent 390 (low hepatic artery flow) message code. The perfusion had been very stable and the liver was meeting all viability criteria. It was noted that there was minimal to no change in rotations per minute (rpm) in response to the variable ivc pressures. There was also an uptrend in lactate just prior to this event occurring, from less than 0.3 to 1.2. The clinical specialist (cs) had visualized the liver to evaluate for anything that could have contributed to the uptrend in lactate, but did not observe any issues. Some troubleshooting was completed that led to some brief improvement before the pv and ivc flows became inverse again. The surgical team was recommended to come back to evaluate the liver for kinks, twists, or malposition of any cannula or vessel and to evaluate the hepatic artery (ha) for palpable or doppler flow. They declined as they had experienced a similar scenario prior. Despite the flow measurements, the lactate began to clear. There was robust production of bile and the liver was metabolizing glucose.

Manufacturer narrative:
The device was returned and evaluated by a service engineer (se). The se performed a full inspection of the device and confirmed that all the cables and boards were properly seated. A review of the perfusion data revealed a passing but consistently low inferior vena cava (ivc) flow rate during preparation mode. To investigate further, the device was stress tested with a 48-hour perfusion; however, the reported flow issues could not be reproduced. External flow sensors were also connected to the disposable set and yielded identical readings to those from the unit's built-in sensors in both preparation and liver on-board modes. As a precaution, the flow sensors were re-seated following the stress test. Subsequently, the device passed all testing successfully.